Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the physician tried to make a change in speed via the monitor and controller displayed a controller failure message, "sys uic dataflash error." A manufacturer representative recommended a controller exchange and that controller exchange was performed by site. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to manufacturer for evaluation. Investigation results showed that when attaching the monitor cable to the controller it did show "controller fault" message and the speed on the monitor when the monitor cable was attached, however, the monitor data log monitor read was not completed and error message box was displayed. The pump speed could be changed from the monitor, but it cannot be saved. Log files revealed controller faults logged uic_dataflash_fail indicating potential issue with data logging function of the controller with the non-volatile flash memory on the uic electronic board. The most probable root cause of the reported "controller fault alarm" event is due to damage of the non-volatile flash memory on the uic electronic board or components on the controller board. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that when physician tried to make a change in speed via the monitor, controller showed a controller failure message specifically "sys uic dataflash error." Preliminary log files were sent, and a manufacturer representative recommended a controller exchange. A controller exchange was performed by the site and controller ((B)(4)) was returned to manufacturer. There was no reported patient injury as a result of this event.